Event description:
Doctor reported 5-6 pts might have developed blistering and sloughing for bunionectomy cases. Still under investigation, report will be provided within 30 days.

Manufacturer narrative:
The reported incident is still under investigation and will be reported within 30 days.